Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urgent care center visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient visited an urgent care center with hyperglycemia. The patient had previously reported to omnipod product support on 6/21/24 that his pod fell off. Patient reported he was unable to place a new pod as this was his last pod and he did not have an alternate form of insulin delivery. While waiting on a pod replacement, his bg (blood glucose) levels elevated prompting his visit to an urgent care center, 4 days later. Patient did not provide any specific bg levels, symptoms associated with hyperglycemia or treatment provided. Follow up attempt for additional information was unsuccessful as the patient refused to give additional details. Patient was not wearing a pod at time of urgent care center visit and reported he would contact his hcp (health care provider) for an alternate form of insulin delivery until he is able to resume insulin pump therapy with a new pod.